Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their therapy never helped with their symptoms since implant. They mentioned that after being implanted, they had a hip impingement, which is where much of their leg pain came from. However, that pain was resolved with an injection and some therapy. The patient noted that they had programs specifically made for when they sit, because that¿s when the pain becomes unbearable, but the ins does not control their pain. They also mentioned having a steroid injection in their back. An x-ray was taken of the patient¿s back, but they are unsure if their healthcare provider even looked at the x-ray results. The patient stated they also have an ¿experimental program 1 or a¿ that sucked up their battery and didn¿t do any good; they noted it was terrible. At the time of the report, the patient noted they can feel the pain in the upper part of their leg. They stated their healthcare provider said their hip is not causing the pain. They mentioned that the device was a waste of money. The patient was to follow up with their healthcare provider. No further complications were reported.

Event description:
The patient reported that they wanted to see their manufacturer representative (rep) for programming because the therapy was not working to cover their pain. The patient noted that the first program that they put in was "a piece of crap" and the second one they have now was not working either. The patient was currently on the original program they put in the right after the implant. The patient stated that the first program did work and there was nothing wrong with it, it just left some numbing pain so they ended up going in and having an experimental program where it was supposed to release more energy from the leads and put in for them to try. When they were on the experimental program it did not do anything for them except for "de-charge" their battery real fast. The patient was in pain with no relief while they were in the experimental program. The patient stated that while they waited in pain all the time until they finally saw a different rep a week ago, noted to be in (B)(6) for programming and they put them on the original program and also kept the experimental program in the device. The current program did not give them the same effect and did not get them close enough to where they needed to be and had soreness and numbing. It was stated that all of a sudden they had developed a new p ain in their hip where they would be in pain when they start walking. The hip was going berserk where they could not stand it anymore. The doctor wanted to take an x-ray to see what was going on. The patient needed to go in for programming because they were in pain and they would be better off just taking narcotics at this point. It was stated that this was a long time for someone to be in pain and was in pain every day and it was not working or helping them. The patient was to follow-up with their health care professional (hcp) for symptoms and possible programming. The first program giving the patient numbing was in (B)(6) 2016, the sudden hip pain was in (B)(6) 2016, and the pain since program change had been well over a month in 2016. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.